Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings: a review of the pump¿s black box history showed that call service alarms were recorded. The pump emitted a call service alarm during investigation. The pump software was reloaded onto the pump and no further call service alarms occurred. Unrelated to the complaint, evaluation revealed that the display was faded and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the case seal to the grip pad. The pump case was removed and no moisture or corrosion was found inside the pump. No internal defects were found.